Event description:
Device received with no information.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0058136r, implanted: (B)(6) 2001, product type: catheter; product ID 8711, lot# j0058136r, implanted: (B)(6) 2001, product type: catheter. (B)(4). Analysis of the catheter lot number j0058136r found user related catheter body hole. Interrogation of the pump determined it was used to infuse fentanyl, clonidine and bupivacaine.